Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The customer was advised to return the epg for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Both output connectors are broken. Hanger is broken. Main label has label covering it. Four case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.